Event description:
Caller reported an incident of hypoglycemia requiring hospitalization at a time when the active meter was unavailable for use due to error code within meter specifications. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.